Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer replaced the integrated multi-sensor technology (imt) sensor, ran dilution check and precision. The customer ran quality controls (qc), resulting within range. The siemens headquarter support center (hsc) reviewed the instrument data files and found no instrument issues. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The cause of the discordant, falsely low sodium and chloride results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on multiple patient samples on a dimension exl with lm instrument. In addition, a discordant, falsely low chloride (cl) result was also obtained on one of the patients. The initial results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.